Event description:
It was reported that the device did not work. The electrical cable was damaged, the pcba was defective and the spring was loose. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.